Event description:
Event description guidant received information that during a routine device replacement procedure, this chronic transvenous defibrillation lead exhibited an out-of-range shocking impedance measurement, during device based testing with the new device.